Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with unspecified medication for the event. The cause of the event, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.